Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported upon applying the adc freestyle libre sensor, she experienced ¿a lot of pain and started bleeding through the sensor¿. The customer had contact with a healthcare professional (hcp) who used a special device to remove the sensor from the skin and bandage the site. No medication or additional treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor applicator and no issues were observed. The sensor applicator was opened and the sharp was inspected. The applicator does not show any signs of misuse. Visual inspection was performed on the returned sensor and no issues were observed. Sensor found to be in state 1 (factory setting).the sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor plug was fully seated in the mount. The sensor neck was visually inspected, and no issues were observed. Performed visual inspection on the returned sensor pack, the sensor pack lid was not completely peeled indicating incorrect assembly. The issue is not confirmed to a user issue. No malfunction or product deficiency was identified.

Event description:
Customer reported upon applying the adc freestyle libre sensor, she experienced ¿a lot of pain and started bleeding through the sensor¿. The customer had contact with a healthcare professional (hcp) who used a special device to remove the sensor from the skin and bandage the site. No medication or additional treatment was required. There was no report of death or permanent impairment associated with this event.